Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (does not power up monitor) has been confirmed. As received, the battery was unable to hold a charge and power on a monitor. The root cause for the damaged battery pack could not be determined. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported a battery was unable to power up a monitor.